Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving dilaudid 1 mg/ml at 0.2700 mg/day mg/day and bupivacaine 17 mg/ml at 4.590 mg/day via an implantable pump for malignant breast pain. It was reported that on (B)(6)2017, examination revealed redness and discoloration around the pump site. There was no intervention noted following this visit. At a later examination on (B)(6) 2017, the pump was found to be loose within pocket. Surgical observation on (B)(6) 2017 revealed the anchors were dissected and severed and the pump had flipped horizontally. During revision surgery on (B)(6) 2017 to correct the inverted pump, pump pocket dissection revealed the pump capsule had become necrotic. The necrotic skin was trimmed and the pump was extended medially. A catheter extension was added in/at the pump pocket and they re-sutured the pump. The etiology of the event was noted as related to the device or therapy and not related to the implant procedure. The event was considered resolved without sequelae as of (B)(6) 2017 and no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a hcp via a clinical study indicated that surgical observation on (B)(6)2017 revealed that the pump pocket had become necrotic and surgical observation on (B)(6)2017 revealed further necrosis developed. Other surgical intervention on (B)(6)2017 revealed pump pocket debridement of necrotic tissue. During a subsequent revision on (B)(6)2017, it was noted that further necrosis developed and was carefully debrided down to the rectus muscle where pink viable tissue was found. The event was considered resolved without sequelae as of (B)(6)2017 and no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the patient's weight was not measured. No further complications were anticipated/reported.